Event description:
The customer observed falsely elevated architect free t4 results generated on the architect i2000sr processing module for three patient samples. The following information was provided: (customer provided reference range 0.78-1.48 ng/dl). On (B)(6) 2024, sid (B)(6), initial result = 1.50 ng/dl, repeat result = 1.30ng/dl. Additional lab result provided: tsh result = 2. Tsh result = 15 uiu/ml, no repeat result provided. On (B)(6) 2024, sid (B)(6), initial result = 1.59 ng/dl, repeat result = 1.26ng/dl additional lab result provided: tsh result = 2.39 uiu/ml, no repeat result provided. On (B)(6) 2024, sid (B)(6), initial result = 1.59 ng/dl, repeat result = 1.19ng/dl. Additional lab result provided: tsh result =1.39 uiu/ml, no repeat result provided no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated architect free t4 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Review of tracking and trending data for the architect free t4 assay did identify an increase in complaints. Additionally, a slight increase in complaint activity was identified for reagent lot 63114ud00. However, in house accuracy testing was performed utilizing retained kit of lot 63114ud00. All validity and acceptance criteria were met, demonstrating that the lot is performing as expected. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the likely cause list number. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent lot 63114ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 results generated on the architect i2000sr processing module for three patient samples. The following information was provided: (customer provided reference range 0.78-1.48 ng/dl). (B)(6) 2024 sid (B)(6) initial result = 1.50 ng/dl, repeat result = 1.30ng/dl. Additional lab result provided: tsh result = 2. Tsh result = 15 uiu/ml, no repeat result provided. (B)(6) 2024 sid (B)(6) initial result = 1.59 ng/dl, repeat result = 1.26ng/dl. Additional lab result provided: tsh result = 2.39 uiu/ml, no repeat result provided (B)(6) 2024sid (B)(6) initial result = 1.59 ng/dl, repeat result = 1.19ng/dl. Additional lab result provided: tsh result =1.39 uiu/ml, no repeat result provided. No impact to patient management was reported.